Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2009; 4196 implantable pacing lead (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had elevated thresholds. The pace/sense portion of the lead was capped and replaced, and the high voltage portion remains in use. No patient complications have been reported as a result of this event.